Event description:
It was reported by the sales rep the fms duo+ pump was pumping the fluid continuously into the knee joint during a knee case, causing inflation of the joint. A second tubing set was tried and the same issue occurred. The case was completed successfully using the same unit, since the customer didn't have a replacement unit at the time. There was no apparent consequence to the pt but a test for compartment syndrome was performed due to the overinflation of the joint, testing outcome ok. One device to be returned for analysis by the customer. Also see a previous similar incident with same device and same surgeon at the same facility recorded in MDR 1221934-2009-00365.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.